Manufacturer narrative:
Unique identifier: (B)(4). Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and a log review which confirmed the reported issue. The gas inlet valve (giv) was replaced to resolve the reported issue.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient injury.